Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast pain, deformity, development of silicone leakage, auto immune disease in the form of immune reaction to silicone interference with immune system and development of silicone syndrome, joint pain, development of headaches, nausea, dizziness, photosensitivity, blurred vision, dry eye and mouth syndrome, rashes, shortness of breath cold sensitivity, bowel problems, bladder infections, sleep and memory disturbances, resultant cosmetic damage, development of anxiety state with features of nervousness and depression, eosinophilia, hair loss, chronic fatigue, chest pain with heart palpitation, muscle weakness and inflammation of the kidney's and the lungs.